Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Unable to determine root cause. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Not returned to manufacturer.

Event description:
It was reported that during the scheduled removal of the mic tube, the retaining ring detached and remained inside the abdominal wall of the patient. The device had been in place for two months. Surgery was performed to remove the ring, and another mic tube was placed.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The original packaging was not returned with the device. Visual inspection revealed that the bolster/bumper appeared to have been detached from the device and was not returned. The molded head and tube appeared to be clean without any foreign substance on the exterior of the device. After decontamination, the sample was visually examined for damage on the inner/outer surfaces of all components. There were no visible damages noted for any of the components. The secur-lok ring was returned attached to the tubing. The internal connection of both components appeared to be secure. Movement of the secur-lok in multiple locations on the tube was performed and the components remained secure. The distal end tip of the device was examined, and was confirmed to have a jagged appearance, as if the bumper end had been torn away from the tubing. The sample was compared to an unused, representative (for reference only) sample. The distal end of the reference sample exhibited clear and smooth edges, compared to the jagged edges of the returned, used sample. The investigation was unable to determine a root cause. The sample evaluation confirmed the defect (bumper missing) but also confirmed the rest of the component to be within specification (no other damages recorded). The product dfu (directions for use included in each kit) states that traction removal can increase the potential for dome separation and so the reported incident has been concluded to be a non production related incident. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).